Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: emergency light indicator illuminated and emergency light failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause is presumed to be an emergency light failure. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the light source spare lamp illumination was blinking, lamp notification blinking. The event occurred during set up, before an unspecified therapeutic procedure. There were no reports of patient harm.